Event description:
It was reported to philips that the device was not booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the network switch does not detect the pcs or devices connected to it due to this the system was not starting. Upon troubleshooting actions, fse identified that the customer used the network cable under the counter as a footrest which caused it to disconnect. So fse replaced a new cisco network switch, replugged the firewall router and reseated the cables. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.